Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of am 80.5 mm in diameter fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as at the level of the lowest renal artery the aortic neck was 26.3 mm in diameter and the distal non-aneurysmal aortic neck diameter, immediately above aneurysm was 28.7 mm in diameter. During the initial implantation procedure, the patient had a type ii endoleak that was left untreated. It was reported that the patient presented for a six year follow up. The CT revealed a proximal type I endoleak and the aneurysm has increased to 95 mm in diameter. The patient has elected to have no further follow ups, no treatment or intervention. The event is continuing. Per the investigator, the patient will have no further follow ups or therapeutic interventions performed. The investigator indicated that the proximal type I endoleak was related to the device but not related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the exact cause of the proximal type I endoleak leading to the aneurysm expansion could not be determined from the films provided. However, it appears likely that this was caused by disease progression and morphology changes. Films prior to implant and earlier post-implant images were not available for review and comparison. Crf prior to implant noted that the neck diameter was 26 ¿ 29mm along a 34mm neck length, with an infrarenal neck angulation of 12°. Review of CT¿s from 7+ years post-implant revealed that an endurant bifurcate was positioned ~5mm below the renal arteries and there was no remaining proximal neck. The neck diameter at the renals (suprarenal stents) measured ~28mm, the bifurcate proximal od measured 28mm, and the aortic neck diameter at that same level was 35 x 38mm. The infrarenal neck and aortic body were angulated 70° max a-p. Distal to the dilated neck, the max diameter aaa measured 92mm and there was a proximal type I endoleak along the posterior aortic wall due to lack of a proximal seal. It therefore app ears likely that proximal neck disease progression (neck dilatation) and morphology changes (increasing angulation) contributed to eventual the lack of the proximal seal and the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.